Event description:
Reporter alleged obtaining a discrepant blood glucose result of 409 mg/dl on the advantage system compared back to back with a result of 130 mg/dl on the doctor's meter when testing was performed less than 10 mins apart. Reporter did not indicate that he was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.